Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update . Expiration date . Manufactured date. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an unspecified procedure with a noga-star¿ cardiology catheter and suffered ventricular tachycardia requiring medication. During the procedure, the patient went into ventricular tachycardia. Lidocaine was administered, the catheter was repositioned, and the catheter was removed. Remainder of the procedure was aborted. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. Should more information become available, the complaint will be reassessed and notes will be updated.

Manufacturer narrative:
It was reported that during the procedure, the patient went into ventricular tachycardia. Lidocaine was administered, the catheter was repositioned, and the catheter was removed. Remainder of the procedure was aborted. Patient was reported to be in stable condition. Product evaluation details: upon receiving the catheter carto c3 recognition and c3 carto coil disconnection test were performed, and the catheter passed. Electrical test was performed including leakage and resistance and were found to be within specification. The 13/25 pin test was performed and passed. The eeprom was checked and was found to be within specification. The lab confirmed all test results passed and found the catheter working properly. Complaint was not confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 6/20/2018, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, the manufactured date and expiration date were provided. Device manufacture date have been populated. Manufacturer's ref # (B)(4).